Event description:
An atellica ch 930 instrument generated a lipemic index value of 0 on a patient sample. The sample was visually inspected by the operator and was rated as having a lipemic index of 4. The same sample was reportedly tested for triglyceride, sodium and potassium. The sample was repeat tested for sodium and potassium using an alternate instrument. There are no known reports of patient intervention or adverse health consequences due to the lipemic index.

Manufacturer narrative:
An outside the united states customer contacted siemens to report that an atellica ch 930 instrument generated a lipemic index value of 0 on a patient sample. Siemens evaluated the instrument's photometer data and found the instrument is working as specified. The lipemic index does not correlate with visual inspection or triglycerides concentration. The lipemic index is solely designed to detect interference with assays. The lipemia index is a measure of photometric light scatter. The cause of the lipemic index not matching a visual inspection is that the lipemic index does not directly correlate to a visual inspection. The instrument is performing within specification. No further evaluation of this instrument is needed.